Manufacturer narrative:
As the device was discarded the other code was selected.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using gore® dryseal flex introducer sheath and gore® tag® conformable thoracic stent graft with active control system for thoracic aortic aneurysm. After deploying the stent graft, dissection was confirmed at the bifurcation of the right iliac artery. A stent (smart) was deployed. The patient tolerated the procedure. The physician stated that it couldn't be helped because the case was difficult to access.

Manufacturer narrative:
H6: code 4315 ¿ the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Manufacturer narrative:
H3: other was selected as the device was discarded at medical facility. H6: code 213 ¿ the device either functioned as intended or a problem was not found. H6: code 4311 ¿ the adverse event occurred during the procedure and the device had no influence on event.